Event description:
This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
During a review of the pump's event history by baxter (B)(6) personnel, a colleague infusion pump was found to have experienced failure code 808:04, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Event description:
Upon further review of the complaint file, it has been determined that failure code 808:04 was erroneously reported in the initial MDR. The correct failure code, which interrupted delivery is failure code 808:07.

Manufacturer narrative:
(B)(4). This device is being evaluated at the facility. A follow-up MDR will be submitted if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:04 was confirmed by baxter personnel. This condition was caused by a defective pumphead module. This condition was resolved at the facility by a baxter field service technician by replacing the pumphead module. Should additional information become available, a follow-up medwatch will be submitted.